Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a notifications turned off banner. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.